Event description:
Product analysis was completed on the returned lead. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. A break was identified in the positive coil and pitting or electro-etching conditions have occurred on the coil wires. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. The lead assembly had dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the cut ends of the returned lead portions. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
The explanted generator and lead were received by the manufacturer. Generator analysis was completed. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 3.017 volts, and the memory locations on the generator indicated that 16.475% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator, and the pulse generator performed according to functional specifications. Product analysis has not been completed to date on the returned lead.

Event description:
Patient presented with high impedance and was referred to neurosurgery for x-rays, the images have not been received by the manufacturer to date. The patient then underwent a full revision and the explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.